Event description:
It was reported the customer received a sensor error on their insulin pump. The customer also reported having high blood glucose. Customer's blood glucose was 430 mg/dl. The customer stated they had treated their blood glucose with a manual injection. Troubleshooting for high blood glucose found the customer's insulin pump passed all functional testing. The customer also stated there was no leaks on the insulin pump. Customer was disconnected from the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).